Event description:
It was reported that during a lobectomy, sample side was not stapled at the first firing. The procedure was completed by additional suture. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.